Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia h 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in colombia it was reported that the patient faced an event of leakage where the infusion set leaked after being in use for one day. There was no stress or pull reported on the infusion set tubing. The location of leak was reported to be quick release even though the quick relaese was tightly connected. No further information available.